Event description:
It was reported that the patient had two non-sustained tachycardias (nsts) due to t-wave oversensing (twos.) It was also reported that the initial nst episodes were visible on the initial monitor setup. The physician ordered sensitivity to be decreased. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced an inappropriate therapy due to the continuation of the right ventricular (rv) lead t-wave oversensing (twos). The device has reached recommended replacement time (rrt) and will be replaced in the near future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
The device has been explanted and replaced.